Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent an endovascular repair for a chronic total occlusion (cto) of the left common iliac artery using a gore® viabahn® vbx balloon expandable endoprosthesis. The patient tolerant the procedure. On (B)(6) 2019, the patient complained about pain in the left leg. Imaging revealed collapse of the proximal end of the endoprosthesis. Additional procedure was performed to treat the collapse. The ballooning was performed and the endoprosthesis was relined with another stent. The patient tolerant the procedure. On (B)(6) 2019, imaging identified a collapse of the same part of the endoprosthesis. Ballooning was performed and the endoprosthesis was relined with another stent. The patient tolerant the procedure.